Event description:
A malfunction was reported by the customer, identified by a malfunction code displayed as malf 0. The customer declined to answer if the issue caused blood glucose levels to exceed 500 mg/dl, leaving it unknown if there was an adverse impact. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed about the use of a backup therapy, mdi, to ensure insulin delivery continues without interruption and was instructed to return the pump using a pre-paid label while also acknowledging the instructions provided for putting the pump into storage mode.